Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her upper torso. It was reported that the patient's skin was red, itchy and not broken open anywhere. The patient consulted his physician who changed the patient's medication. It was not believed that the rash was caused by the lifevest. Follow-up indicated that the irritation seemed to be improving slightly.